Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2018-05317. It was reported the patient experienced ineffective stimulation. The patient¿s programmer stated ¿one or more leads could not be turned on,¿ and diagnostics revealed high impedances on two leads located at vertebral levels l1 and l2. During the lead revision, the physician noted both of these two leads were fractured. As a result, the physician explanted and replaced the two leads with new models.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-05317. Follow up information identified postoperatively, effective therapy was restored.